Manufacturer narrative:
Visual inspection of the device found no anomalies. The pump was performance tested and found to be within specifications. Although the complaint could not be confirmed, it is likely that the squeal occurred due to increased friction between internal components. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump squealed. The product was changed out. There was no pt involvement. The surgery was completed successfully and without delay.